Event description:
It was reported to boston scientific corporation in 2008 that a standard laveen electrode was used during a radiofrequency ablation of the liver (patient gender, age and weight unknown) according to the complaint, during the procedure, there was a problem with the probe, it stopped conducting energy. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Other: disposed.